Manufacturer narrative:
Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
The patient had four zephyr valves implanted in the left upper lobe. During recovery the patient became hypoxic, had shortness of breath, and experienced chest pain. The surgeon suspected a pneumothorax so a chest drain was inserted. A chest x-ray revealed no pneumothorax. The chest drain was then removed. The following morning an emergency CT showed the left upper lobe had completely collapsed. The patient continued to degrade into respiratory failure and was put in intensive care. As of (B)(6) 2021, the patient was still in the hospital. Further information will be provided when available.